Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a failed battery test. The customer's blood glucose at the time of incident was 116 mg/dl at the time of incident. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery was stuck in the pump and could not be removed. Troubleshooting was not completed due to the stuck battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with currents in spec. No unexpected failed battery. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.